Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned for analysis in one piece. Failure event observed during analysis. Final analysis found the full breached insulation degradation at 4.6 cm from the connector pin, as well as surface cracking to the outer insulation. The degradation was noted to be adjacent to the connector boot. All other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.